Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, high pacing lead impedance was observed. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. There were no complications during or following the procedure. The patient has followed up with physician post procedurally and is doing well.